Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the ipg was not set in the surgery mode prior to an unrelated surgery. As a result, the ipg was unable to communicate with the external devices. Further troubleshooting was attempted and the ipg could successfully communicate which addressed the issue. Ipg was able to be recovered. This report is for the cervical ipg.